Event description:
It was reported to philips that disk failure.the clinical use of the system was unknown.there was no harm reported to philips.

Manufacturer narrative:
The service case has been cancelled by the customer.as such, no further service activities were performed by philips. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).